Event description:
Customer reported unexpected negative reactions with cell #ii, homozygous e positive cell, of panoscreen iii, lot 14370, when testing a patient sample. Testing was performed twice. Methodology used is tube testing. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Panoscreen I. Ii, iii, lot 14370 was expired; retention testing was not performed. A DHR review was performed to confirm the reactivity of the e antigen on panoscreen I,ii,iii, lot 14370, cell ii (r2r2). Results indicate the product performed as expected at the time of release.